Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned to the manufacturer for evaluation. A physical investigation was performed for the catheter. The helix was broken at 20cm distal. It can be confirmed that the helix was broken. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: d4 (expiry date: 08/2025), g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a recanalization procedure to treat the left superficial femoral artery and popliteal stenosis via the right common femoral artery, the catheter was allegedly broken and retained inside the patient below the sheath. It was further reported that the broken helix was successfully removed with a snare and another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. (Expiry date: 08/2025). Device pending return.

Event description:
It was reported that during a procedure to treat the left sfa and popliteal stenosis via the right common femoral artery, the catheter was allegedly broken and retained inside the patient below the sheath. It was further reported that the broken helix was successfully removed with a snare and another device was used to complete the procedure. There was no reported patient injury.